Event description:
Interventional cardiology md brought to staff's attention that the blue sterile towels that are part of the cardiac cath tray were leaving blue fuss/ lint like residue on table, hand, and seen floating in heparinized saline. Cardiac cath tray wrapping retrieved from garbage: presource/ cardinalhealth, lot # 423183, catalog scvocctsrh. Per rep, there have not been any changes to the manufacturing of the towels. Manufacturer response for sterile towels, (brand not provided) (per site reporter). Emailed by site on date of event, followed up by an email from supply chain on [redacted].